Event description:
Pt ordered to have a CT with contrast. Antecubital IV checked for patency. Contrast power injector used to inject 100cc of contrast at 325 psi, 2cc per second. The contrast extravasated. Pt developed compartment syndrome. Pt required a fasciotomy.